Event description:
An ophthalmologist reported epithelial erosions on the left flap (temporal flap) at one day post op. Post-op info also indicated the pt was 6/10 (20/30) in the left eye; however, this eye was amblyopic; so the surgeon felt this was a good result for this pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).